Event description:
It was reported by the customer that their insulin pump was alarming. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed due to faulty connector on remote frequency board. The insulin pump had minor scratches on the lcd window, cracked case near display window corners, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.